Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken/ damaged component.

Event description:
The healthcare professional reported that filled the expander with water before using it but it was damaged and did not expand, so the physician did not use it. Device not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken/damaged component: observed, an opening assessed as surgical damage. As per the investigation procedure creases, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a, b2, d9, h3, h6

Event description:
The healthcare professional reported that filled the expander with water before using it but it was damaged and did not expand, so the physician did not use it. Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
The healthcare professional reported that filled the expander with water before using it but it was damaged and did not expand, so the physician did not use it. Device not implanted.